Event description:
Dr called to remove epidural catheter from pt back after nsvd. Pt positioned by him for procedure several times in attempt by him to remove catheter from pt. On final attempt by md to pull catheter out the catheter itself broke leaving small portion in pt back dr then attempted to use kelly clamp to hold remaining cath. An attempt to dislodge the remainder failed. Two drs removed wire.